Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached to elective replacement indicator (eri). Data analysis has not been received yet but a boston scientific technical services (ts) consultant recommended device replacement within 20 days. Device was explanted. No additional adverse patient effects were reported.